Manufacturer narrative:
On (B)(6) 2024 the lens was changed with a same model but longer length lens due to low vault with rotation, refractive surprise and blurred vision. This resolved the problem. The status of the eye was reported as "patient happy with po vision results". Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -3.0/3.5/004 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Low vault with rotation and blurred vision was observed. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: 733816.